Event description:
It was reported that this event involved a pt with cystic fibrosis. The port was implanted in 1999 to infuse tazocin and amikacin. Administration of these drugs went routinely for two years. Then when the nurse accessed the port, resistance was encountered and when they applied pressure to the syringe, the pt experienced excessive pain. A bulging of the pt's neck was seen in the region of the external jugular. The pt was explanted and there were no addition complications.